Event description:
It was reported that after injection with bd nano¿ 2nd gen pen needle insulin leaked.the following information was provided by the initial reporter:consumer reported finding from consumers first box of 2nd gen use (prior boxes nano) insulin on the end of needle after injection. Holds needle in site for 10-20 seconds. Glucose values have not changed but she is concerned. Consumer does not complete a flow check but claims the plunger always rest at 0 marker. Using lantus 20uts.

Manufacturer narrative:
H6: investigation summary: customer returned (6) sealed 32gx4mm bd pen needles from lot# 0106048. Consumer reported that insulin was found on the needle after the injection. All returned pen needles were examined, then tested for flow using a test pen injector: all 6 tested pen needles were able to expel properly, and no leakage was observed. No defects were observed, thus, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after injection with bd nano¿ 2nd gen pen needle insulin leaked. The following information was provided by the initial reporter: consumer reported finding from consumers first box of 2nd gen use (prior boxes nano) insulin on the end of needle after injection. Holds needle in site for 10-20 seconds. Glucose values have not changed but she is concerned. Consumer does not complete a flow check but claims the plunger always rest at 0 marker. Using lantus 20uts.